Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide additional information the completed investigation. One 6f angio-seal vip was received for product evaluation. The carrier tube assembly was returned without a poly-foil pouch. No other accessory components were returned. Visual inspection revealed that there was a blood-like substance noted on the bypass tube and collagen. There was a kink noted on the carrier tube assembly. The collagen had expanded as it was likely exposed to blood. The carrier tube assembly appeared to be unused and the bypass tube was attached on its tip enclosing the anchor in its manufacturing position. There is no evidence that this event was related to a device defect or malfunction. Based off the investigation results, it is likely that the excessive blood noted on the bypass tube before insertion into the hemostasis sheath hub could have led to swelling of the collagen which coupled with off axis insertion led to the kinking of the carrier tube during insertion. However, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the angio-seal vip prematurely deployed before use on the patient. Additional information was received on january 25, 2019. The procedure being performed was a cardio catheterization. A 6fr sheath was used during the event. Blood loss was less than 20cc's. The patient was in stable condition. The procedure was completed successfully using another angio-seal device.